Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1plvz, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s lead was damaged in 2019 and had to be replaced. No further patient complications are anticipated or expected as a result of this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device hadn¿t worked at all for them in the last 6 months to a year. It was noted that last time they were at the healthcare provider¿s office, the pa told them that 3 of the 4 electrodes were damaged, only one was still working, so the patient thought that it must be damaged now as well. The last program had finally quit working and the patient was not able to void on their own; they were having to cath ¿all day and all night,¿ 4-6 times a day. It was stated that their leads were damaged, ¿malfunctioning,¿ and none were working anymore; the device was just not working. It was clarified that the patient had not had any falls and had not stood upagainst anything. They requested to speak to a manufacturer representative as their healthcare provider could not get them in until may. No further patient complications are anticipated or expected as a result of this event. Additional information was received from a healthcare provider via a manufacturer representative. It was reported that the cause of the lead ''damage" was unknown, and it was unknown if the electrodes were in fact "damaged". The rep clarified saying that the cause of thelead/electrode damage had not been determined, and it was not certain that this was definitely the case. Actions taken to resolve the issue included programming. The pa had performed complex programming during an office visit on (B)(6) 2020. Then on (B)(6) 2020, the rep spoke with the patient over the phone and directed him on how to change programs. Regarding the patient's information, cathing the patient was reported as the patient's standard of care prior to implant. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1plvz serial# implanted: (B)(6) 2018. Explanted: product type lead h1: corrected to malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.